Event description:
It was reported that the scale was inaccurate due to faulty load cells and the bed exit was not alarming due to damaged scale board buzzer connector pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.